Manufacturer narrative:
The lens was returned in a specimen cup with a small amount of liquid. The lens has been cut into two pieces typical of an insertion and removal. Power and resolution testing cannot be conducted due to the optic damage. The product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported "blurry near vision". Power and resolution testing cannot be conducted due to the optic damage. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported after having intraocular lens (iol) implant she is experiencing blurry near vision. Additional information was provided by a facility representative indicating a mechanical complication and that the iol was removed in a secondary procedure. Additional information has been requested.